Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: phil had error 260.4130 on lvp8100 sn 13734281. He replaced logic board but the issue was not resolved. Failure device type: alaris system instrument, failure problem type: 8100, failure mode: troubleshooting/ error codes. Case resolution: I recommended phil to replace motor control board and gave the option to send unit in for flat fee repair. Also gave phil motor control board part number. Phil will send the unit in for flat fee repair. He will get approval from his supervisor first.